Event description:
A coronary orbital atherectomy device (oad) was used to treat a slightly tortuous right coronary artery at 99% stenosis. The oad was unable to pass through the lesion so the vessel was dilated with a balloon. Two treatments on low speed were performed by pulling from the distal side. Cineangiography imaging revealed a hemorrhage and perforation. A perfusion balloon was used to resolve the event, however, was unsuccessful. A stent-graft was placed and hemostasis was achieved. The patient was stable during and after the procedure.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Expiration date - 11/30/2023. Csi ID: 11986.